Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to halos. Another johnson & johnson zcu150 lens (different model and same diopter) was implanted as a replacement. The patient has recovered. The original lens was discarded. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.